Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   1 device was evaluated in the field and the issue was confirmed; the device had worn a component.  The device was repaired and returned. 2 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported there was no audible alarm. There were 2 instances with patient involvement, where the patient fell; no adverse consequences were reported.